Event description:
It was reported that the patient presented for a generator upgrade procedure. Prior to the procedure, it was noted that the right atrial (ra) lead had no slack and exhibited high capture threshold. The ra lead was capped and replaced on (B)(6) 2025. The patient was discharged.